Event description:
A distributor reported that a pump's screen was malfunctioning, remaining dark and not turning on. There was no reported adverse impact to their blood glucose level. The customer attempted several troubleshooting steps as advised but to no avail, leading to the decision to replace the pump. To maintain insulin delivery, the customer was to use multiple daily injections as a backup therapy. The customer agreed to return the faulty device using a pre-paid label and understood all instructions for putting the pump into storage mode before returning it. A replacement pump was arranged for shipping.